Event description:
[Redacted] purchased 400+ bedside vital sign machines from baxter, having received them in [redacted-the beginning of this year. Over the past few months, we have noticed an issue occurring with them. Bedside v/s [vital sign] machines leave a patient¿s heart rate and oxygen saturation level (spo2) on the screen after taking v/s. This can lead to misinterpretation of values for a patient when they could have been values from a previous patient. Additionally, the issue worsens when a caregiver hits ¿send¿ to send the v/s information into the patient¿s epic chart. It may be the wrong patient¿s chart receiving this information and/or it may be duplicative hr and spo2 values in that if you just take a blood pressure and haven¿t cleared out the previous stats, it will automatically enter the previous hr/spo2 values into the patients chart with the blood pressure but those were hr/spo2 values from possible hours/minutes earlier so not accurate information that clinician¿s may react to. Issue: baxter refuses to fix this issue prior to end of 2027.